Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to discharge. Complainant indicated that the clinician touched the electrode pad and the selected energy was delivered. Complainant did not indicate that there was any adverse effect to the patient or the clinician due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.